Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-06651. The report was submitted in error.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. No additional information provided. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was not duplicated. Device did not find downstream occlusion failed at calibration instead found upstream occlusion calibration failed at high flow. Replaced upstream occlusion sensor as other problem found. Downstream occlusion sensor was also replaced as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating a smiths medical cadd solis hpca pump failed downstream occlusion and could not calibrate . No adverse effects were reported.